Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the tine on the fenestrated bipolar forceps instrument snapped off. The customer confirmed one of the jaws of the instrument separated from the instrument. The customer noted they were able to retrieve the separated piece but it was unknown if any fragments were not retrieved. The customer stated the case was ongoing and it was unknown if additional tests would be performed to locate any unknown fragments. The customer noted the customer would return the instrument and the retrieved fragment. No related errors in the logs. The customer proceeded with the case. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: when the device fragment fell into the patient the surgeon was performing a dissection and retraction of the round ligament to gain exposure to the fibroid. The issue occurred almost immediately upon taking initial control of the instruments, maybe 5 minutes into the case. The fragment was retrieved with a laparoscopic grasper by the bedside assist. There was only one fragment, and it was retrieved. The customer confirmed by lining up the fragment with the rest of the instrument. The procedure continued and was completed robotically. The instrument was inspected prior to use as normal (straightened jaws and inserted into the patient with nothing out of the ordinary). The customer did notice, however, seconds before it snapped that the jaws looked offset, but was not 100% sure. There were only a few seconds between the customer noticing the potential offset jaws and the instrument snapping. There was no time to inspect the instrument.